Event description:
Customer reported receiving a reading of 396 mg/dl on her precision xtra blood glucose meter which was higher than she felt. She further reported losing consciousness. Paramedics were called and they transported customer to a local hosp. The hosp received a reading on an unk brand of meter that was "low" (actual reading not provided). Customer was treated with an intravenous infusion of unk type. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is completed.